Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that the DHR was reviewed and mrr #(B)(4) was found on p/n 357.366.1 lot #4757986 for item 1.) D5 oversize on 1 out of 23 parts, item 2.) D7 oversize on 1 out of 23 parts, item 3.) L30 undersize on 5 out of 23 parts, item 4.) T2 oversize on 11 out of 23 parts and item 5.) Nicks on 2 out of 23 parts. A total of 12 parts were scrapped for nonconformance items 1-5. This nonconformance is not relevant to the complaint because none of the features listed in the nonconformance interface with the blade guide sleeve. Mrr #(B)(4) was found on p/n es0003.78 for feature l1 undersize on supplier parts. The parts were returned to the supplier for rework, inspected and passed. This nonconformace is not relevant to the complaint because the issue is on the dowel pin that does not interface with the blade guide sleeve. Mrr #(B)(4) was found on p/n es0003.91 lot #4720000 for feature l1 undersize on supplier parts. The parts were re-inspected to the revised op sheet per the quality engineer and passed. This nonconformance is not relevant tot he complaint because the issue is on the dowel pin that does not interface with the blade guide sleeve. Mrr #(B)(4) was found on p/n es0174 lot #4640114 for no passivation cert and no material cert received from the supplier. The supplier prived the certs and parts were accepted. This nonconformance is not relevant to the complaint because the issue is documentation. Mrr #(B)(4) was found on p/n 357.365.2 lot #4572957 for 1.0 aql=29 pcs. Only received data for 13 pcs. And l2 oversize on supplier parts. The parts were returned to the supplier, reworked, inspected and passed. Relevance of this nonconformance is not able to be determined until the product is returned. Mrr #(B)(4) was found on p/n 357.365.3 lot #4572956 for incorrect quantity of vendor data. The parts were checked to the correct 1.0 aql and accepted as conforms to specification by the quality engineer. This nonconformance is not relevant to the complaint condition because the issue is documentation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product evaluation was conducted. The report indicates that the returned aiming arm was received intact. The surfaces that interact with the mating components are worn from typical use. The returned aiming arm was assembled with the returned blade guide sleeve and buttress/compression nut. The assembly did not have any issues with sticking or interference. The manufacture date is july 18, 2007. The legacy - trochanteric fixation nail design and clinical risk management document ((B)(4)) adequately addresses the complaint condition ¿device interaction: sticks/jams/stuck¿. Specifically, line# 1190 assess the function ¿aiming arms (357.365, 357.366, 357.367) attaches to insertion handle and provides the interface for buttress/compression nut, targeting sleeves and instruments¿, with a hazard of ¿aiming arm does not hold/stuck with buttress/compression nut and/or blade guide sleeve¿ as acceptable risk with a moderate severity of harm, three, and an unlikely probability of occurrence, two, with possible harm listed as "surgical delay - moderate¿. The assembled instruments functioned as intended. The design is adequate for its intended use and did not contribute to this complaint condition. The complaint is unconfirmed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a proximal femur fracture procedure on (B)(6) 2014 a helical blade guide sleeve got stuck in a 130 degree aiming arm when an attempt was made to reposition a guide wire. This same scenario occurred a second time during the procedure when another trochanteric fixation nail (tfn) locking set was opened. It was reported that the 130 degree aiming arm looked as if it was worn down or threads damaged on the flat side. The procedure was completed successfully with a no patient harm and a surgical delay of approximately 2-5 minutes. This is report 3 of 4 for (B)(4).